Event description:
A discordant advia centaur cp estradiol result was obtained on a patient sample, ran in duplicate. The result was reported to the doctor who requested the patient sample to be retested. Upon retest in duplicate on the advia centaur cp, the corrected result was reported to the doctor. There was no patient intervention or adverse health consequences due to the discordant estradiol result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol result was due to the malfunction of the base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.